Manufacturer narrative:
A medtronic representative visited the site to service the system. They were nable to duplicate the issue; pulled and reviewed logs; unable to determine any issue; performed system checkout; system fully functional. No hardware parts were replaced. Codes b01, c19, and d14 are applicable. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the system was first booted on, it would not drive forward or backwards. The e-stop was cleared prior to trying to drive it. The site did not report any beeping from the system or any noise from the front of the cabinet (from the dmc board). The lift and shift worked. The site rebooted the image acquisition system (ias) and then were able to drive it. They were requesting that a medtronic representative (rep) perform a system checkout. No patient present when this was discovered.